Manufacturer narrative:
This supplemental report is being submitted to provide the results of a device history record (DHR) review. Update to section h6. The DHR was reviewed with no abnormalities noted and specifications met prior to release of the device.

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The evaluation confirmed the user reported problem of "no image" and the cause was isolated to a faulty cable unit.

Event description:
Olympus was informed that the 4k camera head produced no image. No report of patient harm or injury was received by olympus. No additional information has been provided.